Event description:
During the implantation of a biv ICD, this pt coded and later expired. A single chamber ICD and this lead were placed in an attempt to pace the pt during decompensation of heart rate, blood pressure and oxygen. The physician feels has no complaints against the functionality of this device. The lead was discarded during the implant and will not be returned.